Event description:
The affiliate stated the customer reported diff lyse pump did not sense home system errors involving the unicel dxh 800 coulter cellular analysis system. The customer indicated there were no erroneous patient results generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed the diff lyse pump was faulty. The fse replaced the diff lyse pump and resolved the issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the diff lyse pump. A definitive root cause is unknown. (B)(4).